Manufacturer narrative:
The spiros was hydrostatic pressure leak tested and leakage was observed from the o-ring. The spiros was disassembled and damage on two (2) locations of the o-ring was identified. The spiros strap was also broken. A portion of the strap had been skived off and was lodged into the fluid path on the tip of the poppet. The strap of the spiros was likely broken and damaged during manufacturing. No device history review (DHR) was conducted since no lot number was identified.

Event description:
It was reported that the device was cracked and leaking an unknown chemotherapy medication at or near the female luer. There was no harm to the patient reported. No additional information is available.